Event description:
Event description guidant received information that at 29.1 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. It was reported that the device went from eri to eol within two months.